Event description:
Reviewed surgeons database report noting the bone deformity at the distal end of an implanted im nail and the need to do a revision surgery. Surgeon also noted that the pt suffers from pseudo arthritis of the tibia. Reviewed the pt x-rays which confirmed the deformity. Possible cause was noted as pseudo arthritis of the tibia. No indication of product defect.